Event description:
Reporter noted corneal burn occurred during four procedures on different days. Pt 4 of 4. Additional information received on 03/2004 noted all pts are doing well; all have mild (negligible) astigmatism. Surgeon feels something got hot.